Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated he would like assistance re-setting up with supplies as had observed fluid leaking from one of the stay safe connectors during drain 2 of 5. He stated the leak was due to a use error. The pd patient could not confirm what he did to cause the leak. The pd patient stated he was able to re-setup with supplies to resume treatment and confirmed no treatment was missed. The patient did not provide any additional information as to what may have caused the leak and stated he was not required to go to the clinic and no prophylactic medication was provided. The patient indicated the issue had not re-occurred, and he has been able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The pd patient stated the sample was discarded and no longer available for evaluation.